Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
The customer called to report that she was hospitalized for high blood glucose levels. The customer stated that her blood glucose levels were very erratic and she didn't know why. The customer declined to do any troubleshooting. Nothing further was reported.